Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 2.5x16mm drug eluting stent in a moderately tortuous, severely calcified right coronary artery but was not successful. The physician pulled the stent delivery system back into the catheter but was unable to do so. The entire systerm was removed and the proximal portion of the stent was found to be damaged. The procedure was unable to be completed. No pt complications occurred. Pt status is "good". This product is similar to a marketed us device.